Event description:
The international customer reported the ventilator would not power on. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.